Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were having issues with their buttons. The blood glucose reading is unknown. Customer also states that they received a blank display.

Manufacturer narrative:
The pump was monitored for several days and no blank display was noted. The pump was received with normal operating currents. No unexpected battery out limit alarms were noted. No damage was found on the lcd isolation tape. The pump was received with intermittent button response due to corroded keypad traces. The pump passed the displacement, rewind, prime, basic occlusion and occlusion tests. The pump primed properly. No unexpected bolus alarms noted during testing. The pump was received with a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, a cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.